Event description:
It was reported that the device was used during pancreatic cystectomy. It was reported by the rep that the surgeon opened a tlc55 linear cutter to use on a pancreatic cystectomy. The device was introduced and the surgeon reported that the firing mechanism was locked out. Another tlc55 was used to complete the case. There was no consequence to the pt.